Event description:
Information as it was reported to ams indicates that the customer experienced a system malfunction during a procedure, "system does not start". The procedure was completed with an alternate console. Patient outcome: no injury to patient reported.

Manufacturer narrative:
System analysis/service repair: the reported issue "system does not start" was confirmed and determined to be the result of loose connections on main board. The connections were adjusted. The system was tested and verified to meet specification.